Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 38 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. When the device was removed from the patient, the mid stent was noted to be flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stretched and bent stent struts in the middle of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 38 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. When the device was removed from the patient, the mid stent was noted to be flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.